Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Manufacturer narrative:
Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. System error 105 was confirmed through review of the event history log. Evaluation found excessive motor bearing wear with shaft end play and black material around the bearing. Also the outer gearbox was worn, with the bearing cage broken and disintegrated. The internal motor inspection was invasive, so the motor assembly was replaced.

Event description:
It was reported that a spectrum displayed system error 105. Any patient involvement, injury or medical intervention is unk.